Event description:
It was reported that a balloon pinhole was identified. The target lesion was located in the anterior tibial artery. A 3.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, when the physician began to increase pressure, the balloon has no noticed pressure, and the pressure was decreased everytime the physician increases the pressure. The device was removed from the patient's body. Upon trying to inflate the balloon, it was noticed that the balloon have small pore at the connection of balloon and shaft. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: mustang device 3x8x135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. When positive pressure was applied, liquid was observed to be leaking from a balloon pinhole, located approximately 1mm distal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this event. The rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft, which may have potentially contributed to the complaint incident. A visual and microscopic examination observed damage to the tip. This type of damage is consistent with the device encountering resistance and the user applying excessive force when attempting to cross a lesion. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon pinhole was identified. The target lesion was located in the anterior tibial artery. A 3.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, when the physician began to increase pressure, the balloon has no noticed pressure, and the pressure was decreased everytime the physician increases the pressure. The device was removed from the patient's body. Upon trying to inflate the balloon, it was noticed that the balloon have small pore at the connection of balloon and shaft. The procedure was completed with another of same device. No patient complications were reported.